Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer mentioned about bacteriuria, symptomatic urinary tract infection, hematuria, urethral trauma, and catheter blockage, when asked about the complications while using the foley catheter. It was unknown what medical intervention was provided for bacteriuria, symptomatic urinary tract infection, hematuria and urethral trauma.

Manufacturer narrative:
The reported event was inconclusive. No sample is available for evaluation. A potential root cause for this failure could be due to " materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. A new connector with a needle free sample port has been added to this product. Instructions for use for the needle-free sampling kink the drainage tubing at a minimum of 5cm below the sampling port. Wipe the surface of the port with an alcohol swab. Using an aseptic technique, position the syringe (luer slip tip only) in the centre, perpendicular to the surface of the port, and then press the tip of the syringe into the sampling port. Aspirate the desired volume and then remove the syringe. Wipe the surface of the port with an alcohol swab. Unkink the tubing and send the correctly labelled specimen to the laboratory. Contains or presence of phthalates: di(2-ethylhexyl)phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. Contains or presence of natural rubber latex. Caution: this product contains natural rubber latex which may cause allergic reactions warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the customer mentioned about bacteriuria, symptomatic urinary tract infection, hematuria, urethral trauma, and catheter blockage, when asked about the complications while using the foley catheter. It was unknown what medical intervention was provided for bacteriuria, symptomatic urinary tract infection, hematuria and urethral trauma.